Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg is depleted and she cannot remember the last time she received stimulation. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient's ipg was explanted.